Manufacturer narrative:
Date of event: (B)(6) 2019. Date of report: 17jan2020.

Event description:
It was reported that the ventilators touchscreen failed. There was no patient involvement. The customer troubleshot with technical support. The customer replaced the touchscreen to address the reported issue.